Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt has removed the lifevest and possibly ended use. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 10/2014 - initial use. Electrode belt (B)(4): 09/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus tachycardia at 136 bpm with motion artifact contributed to the false detection. The pt was in her hospital room at the time of the event. The pt was conscious and removing the lifevest at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient has removed the lifevest and possibly ended use.